Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7), penumbra system 3max reperfusion catheter (3maxc), neuron max 6f 088 long sheath (neuron max), and non-penumbra stent retriever. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician completed two passes using the jet7 with aspiration. Next, a stent retriever was deployed and the physician attempted to pull the jet7; however, resistance was encountered and the jet7 became stuck and could not be retracted. Subsequently, the physician removed the entire system with the jet7, neuron max, 3maxc, and stent retriever. Upon removal, the jet7 was found to be broken approximately 30 centimeters from the distal tip. It was also reported that the physician decided not to use the same neuron max and 3maxc. The procedure was completed using a new jet7, neuron max, 3maxc and a stent retriever. There was no report of an adverse effect to the patient.